Event description:
It was reported that the customer experienced past low blood glucose events, primarily overnight, due to personal profile settings being copied from a previous non-tandem pump without adjustments. The customer's blood glucose level reached 45 mg/dl during these events. To address the low blood glucose, the customer consumed carbohydrates and managed the situation independently without third-party assistance. The issue was identified as user error because the settings from a previous pump were providing too much insulin. Technical support confirmed the system's proper operation and provided education, which the customer understood. The issue was resolved by the customer using exercise activity at night to prevent low blood glucose events. An upcoming healthcare provider appointment is scheduled to update personal profile settings.